Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?". There was no reported patient impact.

Manufacturer narrative:
The reported issue that the pcu 1.5 module unresponsive keypads or stuck keys could not be confirmed; no product was returned for investigation. Electrical failure design. No further complaint investigation is necessary; CAPA was opened to address this issue.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?" There was no reported patient impact.